Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The distal set up joint (suj) was analyzed. The errors were not replicated in-house, but they were confirmed in the logs.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, non-recoverable fault 26002 on arm 1 was observed. The surgeon stated they had power cycled the system 4 times prior, but issue was not resolved. The error 26002 and other arm 1 faults confirmed in logs. Technical service engineer (tse) walked the customer through emergency power off (epo) of patient side cart (psc) and power on of system while holding universal surgical manipulator (usm) 1 port clutch button but the issue remained. The procedure was converted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up and it initially did power on without errors. The procedure was robotically completed with 3 arms because the procedure was only using 3 arms at the time of the fault. The procedure was robotically completed using a different patient cart.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found upon troubleshooting it was found that communication between the board of the distal set-up joint (suj) and the board of the usm was intermittent causing the error seen by the customer. Fse was unable to recreate the error, but based on what was in the logs and seen by the customer, a distal suj was ordered and replaced. Once installed, workflow performed as well as a sine cycle for usm 1 to ensure proper operation. No issues or errors found after distal suj replacement. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The distal suj is pending failure analysis investigation. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.